Event description:
It was reported that the physician suspected that this left ventricular (lv) lead had fractured and was concerned about potential loss of capture. Boston scientific technical services (ts) was contacted and was unable to determine if the lv lead was truly capturing or not. Therefore, ts recommended that the patient be evaluated in-clinic to ensure adequate capture. At this time, this lv lead remains implanted and in-service. No adverse patient effects were reported.